Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and this implantable right ventricular lead exhibited oversensing of atrial electical activity and intermittant loss of ventricular capture, which resulted in the loss of crt therapy and intermittant diaphragmatic stimulation by this coronary sinus lead. These observations were made one day post implant, prior to discharge. It was reported that this rv lead was placed in a suboptimal position, due to difficulties observed with sensing and thresholds when the lead was positioned in the apex. A guidant technical services (ts) consultant recommended placing a separate rate/sense lead, as there is the potential for pacing inhibition post shock. No symptoms have been reported.